Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling good and experienced diaphragmatic stimulation. It was further reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. The right ventricular (rv) lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.